Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can more information be provided on what was meant by, ¿opening of the entire anterior wall of the staple line¿? Were the staples properly formed? If not, please describe the shape? How was the procedure completed? Was another ostomy performed? If so, will it be reversed? What is the current status of the patient?

Event description:
It was reported that during a colostomy procedure, there was opening of the entire front wall of staple line. Colo-rectal anastomosis performed with circular stapler 25 - failure occurred in the mechanism with opening of the entire anterior wall of the staple line. Realized closure of rectal stump with prolene 2-0. Laparoscopic anastomosis performed with circular stapler 29, which functioned normally. After anastomosis, the opening of prolene stitches used for closure of the rectal neck was evident. Surgical report indicates closure of enterostomy and new ileostomy placement. Surgical technician informed the problem was only with the cdh25, that had its staple line opened.